Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she needed assistance with programming. The customer was assisted and advised to follow up with a health care professional if the settings need to be changed. No blood glucose reading was provided.